Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency generator not provided by the complainant. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU) precautions: visually identify both tubal ostia prior to attempting tubal access. Do not implant the matrix in one tube unless there is a reasonable expectation that the opposite tube can be accessed. As with any other intrauterine procedure, uterine perforation may be possible. (B)(4).

Event description:
Following an adiana procedure for permanent contraception, "one week post procedure", the pt complained of "unrelenting right sided abdominal pain and diarrhea". Testing performed was inconclusive. The cause of the pain was unidentified, but the physician could palpate the matrix in the "uterine serosa near the corneal region". The physician decided to do a hysterectomy. Follow up received on (B)(6) 2012 and it was reported that the pt is fine. The physician reported on (B)(6) 2012 that "the pellet [matrix] could have been placed in the uterine serosa [during the adiana procedure] due to limited visualization or it could have migrated".